Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that there was damaged to the delivery system of the endurant ii limb out of the box. Another limb was used and the procedure was successfully completed. The physician stated that it was probably a logistics issue but there was no damage to the box. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was a break in the delivery system at the junction of the rear handle and screw gear. The root cause of the event could not be conclusively determined; however, was likely due to shipping/handling damage.